Manufacturer narrative:
Updated postal code e1=(B)(6). Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data for alinity I stat high sensitive troponin-I reagent lot 54619ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 54619ud00.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: on 02nov2023 sid (B)(6) initial=595.9 pg/ml /repeated after recentrifuged=11.0 pg/ml laboratory reference range for troponin-I: male= 0.0 to 30.0 ng/l; female= 0.0 to 15.0 ng/l there was no reported impact to patient management.